Manufacturer narrative:
Device evaluated by MFR. : promus element plus,mr,ous 3.00x38mm stent was returned for analysis. Stent returned damaged and detached from the balloon.the stent delivery system was not returned. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and middle of right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent was dislodged when the balloon was intentionally pulled off after it was retrieved from the patient.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and middle of right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent was dislodged when the balloon was intentionally pulled off after it was retrieved from the patient.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and middle of right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.